Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was frayed but not fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding a cracked sheath and damaged wire was confirmed by failure analysis. Common causes of damaged insulation instrument conductor wire - bipolar are attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer stated the fenestrated bipolar forceps (fbf) instrument had a sheath cracked and the wire was sticking out. The procedure was completed with no reported injury.